Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (monitor - cannot run detect and treat testing due to functional issue) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated contamination shorting the u612 inverting charge pump on the computer/analog pca. The root cause for the shorted u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. Ifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to functional issue.